Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's family member reported via phone call that customer was hospitalized and were taken to emergency room due to high blood glucose level and diabetic keto acidosis on (B)(6) 2021 with blood glucose level was 859 mg/dl. Customer stated that the insulin pump did not alarm that there was no more insulin. Customer experienced symptoms such confusion and was feeling sick. The customer was treated with intravenous insulin for high blood glucose event. Customer had been using insulin pump system within 48 hours of reported high blood glucose event. Customer was not using auto mode feature at the time of incident. The insulin pump will be returned for analysis.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. The information related to event has been updated in description summary and provided in b5 section of this report.

Event description:
Customer's partner reported the event.

Manufacturer narrative:
This report is part of a retrospective review and remediation efforts in response to a warning letter. Updated h9: z-0956-2020. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
S/w 3.18e retainer ring = clear customer returned pump for an alleged audio issue, high bg and hospitalization on (B)(6) 2021. Pump passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and dat at 0.08720 inches. Thus and carelink software was utilized and downloaded trace/history files properly. Pump programmed with multiple low reservoir and reservoir estimate at 0u and all alarmed or beep properly. Toggled on/off and increased/decreased volume with the audio feature functioning properly. No audio anomalies noted during testing. No pump error alarm noted during testing or listed in pump history. Pump was cut open to perform visual inspection and found no moisture or component damage on the electronics, force sensor, keypad assembly and motor assembly noted. The force sensor offset measured within spec range during testing (22.2 mv). The motor was tested outside of the device on the ngp stb3 and passed. The test p-cap locks properly in place in the reservoir compartment noted. Pump received with cracked retainer, missing display window cover, pillowing keypad overlay, cracked case corner of the belt clip rails near the battery compartment and cracked battery tube threads during the visual inspection. Unable to confirm allegations of high bg. Device tested ok. Absence of audio/vibration/alarm not confirmed. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Retainer ring = clear device passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and delivery accuracy test at 0.08720 inches. Thus and care link software was utilized and downloaded trace/history files properly. Device programmed with multiple low reservoir and reservoir estimate at 0u and all alarmed or beep properly. Toggled on/off and increased/decreased volume with the audio feature functioning properly. No audio anomalies noted during testing. No pump error 63 alarm noted during testing or listed in insulin pump history. Device was cut open to perform visual inspection and found no moisture or component damage on the electronics, force sensor, keypad assembly and motor assembly noted. The force sensor offset measured within spec range during testing. The motor was tested outside of the device on the ngp stb3 and passed. The test p-cap locks properly in place in the reservoir compartment noted. Device received with cracked retainer, missing display window cover, pillowing keypad overlay, cracked case corner of the belt clip rails near the battery compartment and cracked battery tube threads during the visual inspection. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.